Event description:
Patient who has been through several surgeries for an infected total knee replacement showed staff that the metal bars in the back of his knee immobilizer were not completely enclosed in the brace. They were starting to cause abrasions on the back of his leg which could increase risk of further infection due to open skin.